Manufacturer narrative:
Concomitant medical products - model: 5076-52, lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead displayed suspected t-wave oversensing (twos) during a recorded atrial tachycardia (at) / atrial fibrillation (af) episode. Follow up was conducted and it was verified that no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.